Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: 7138126.

Event description:
It was reported that the patient had developed infection and was hospitalized during a trial procedure. Symptoms of fever and small amount of purulent drainage was noted. The cause was unknown and not procedure related. The patient was placed on antibiotics and underwent a lead pull. The explanted lead was discarded in the emergency room.